Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had a vt storm, the device successfully broke the arrhythmias multiple times and the patient recovered. Upon interrogation, high pli was noted. The next day, while in ICU, the patient suffered respiratory arrest and went into shock. No ventricular arrhythmias were observed on the surface ECG. The patient later expired. There is no allegation from a health professional that the death was device related.